Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and septicemia. The organism responsible was staphylococcus aureus. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were programmed off. The ICD and rv lead were removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.